Manufacturer narrative:
On (B)(6) 2015, an fse visited the customer to address the reported event. During servicing, fse evaluated the device and did not find any evidence of leaks, dried residue, or liquid internally. They shortened the length of the waste tubing and attached it to the drain port to prevent it from hitting the side or bottom of the waste container. Fse then ran several patient samples without any evidence of leak and all areas were in range. The instrument was verified as operational. There was no further action required by fse. The g8 analyzer is functioning as intended with all errors cleared. The most probable cause of the reported event was poorly draining tubing. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer reported receiving low total areas and have had leaking from the bottom of the g8 analyzer. The customer reports that the analyzer and waste line were moved and no kinks were noticed. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.